Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The power pcba and electronic overstress components were replaced to resolve the reported problem. The device passed performance inspection procedure and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.